Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a dexcom g7, during which the cgm displayed a replace-or-stop sensor message and the pump lacked glucose readings for an extended period before resuming, with both cgm and fingerstick readings reported as high and a subsequent value of 370 mg/dl trending downward; the medical device problem and device component details were limited due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.